Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2022. On (B)(6) 2022, the patient developed itching and redness under the entire patch area. The patient consulted a healthcare personnel (hcp) on (B)(6) 2022 due to the reaction caused by the overlay patches and received a prescription for an oral antibiotic (cephalexin 250 mg). No additional patient or event information is available.